Manufacturer narrative:
The record reports the nurse entered the patient room at on (B)(6) 2023 at 0420, and the record states the patient was ¿active¿ but unsure if the patient was undergoing monitoring. The nurse left and re-entered the room at 0450 to replace the telemetry device batteries, found the patient unresponsive, and a code was called. The patient was resuscitated and transferred to scu. The technical investigation result indicate that the device went offline due to some type of battery interruption. During this time, a ¿no data tele¿ technical inop would have been displayed in the patient sector and an audible tone would have been provided. Per gfe the pic ix was confirmed to being used to monitor other patient by the same system with no reports of issues. Inspection of the device by the philips field service personnel and clinical engineering revealed fluid intrusion in the battery tray. Product support engineer stated the battery adapter tray shows wear and some separation of the flex circuit from the tray & battery compartment shows chemical residue. Review of the log information provided indicates that the device went offline due to some type of battery interruption. The clinical audit trail indicates the device generated ¿no data tele¿ alarms at 0047, and that alarm was acknowledged at 0157. The clinical audit trail indicates the next audit trail entry ¿pause all alarms¿ at 0449. Based on the information provided, the device generated a ¿no data tele¿ alarm which was acknowledged. It was also noted that the mx40 was tested by the philips technical consultant who was on site and the device was operation after the event, no issues were found, but this was after the device was cleaned and battery tray replaced by the biomed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that mx40 was being used as a telemetry monitoring device at time of event. Mx40 on a patient went off-line for 4 hours and patient coded in that time and later died.